Event description:
It was reported by service report that the scale was inaccurate when the bed was lowered to the low height. The customer could not determine if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Loss of lift motor limits.